Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed hardware low level failures. The insulin pump was interrupted by hardware low level failures. Customer blood glucose reading was unknown. Troubleshoot was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Hardware low level failures confirmed in the pump history due to broken traces on keypad assembly.